Event description:
The customer called for help with her meter. While troubleshooting, she performed control tests and received results of 184 and 174 mg/dl. The normal control range was 95-131 mg/dl. The customer did not allege any adverse events. The customer had 2 other bottles of test strips that tested within the control range. No product will be returned for evaluation.

Manufacturer narrative:
This MDR is being filed late, since it was inadvertently classified as a 'closed' complaint before regulatory affairs had a chance to review it. An improvement was implemented in the complaint system to prevent this kind of occurrence in the future. All of these 'closed' complaints were reviewed and, if appropriate reported as mdrs.